Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp). A surgical procedure was performed in which the existing device was removed and a new ipp was implanted. Upon explant both cylinders outer silicone sheath appeared to be torn. It was unclear if tear was caused during removal. The patient did not experience any adverse events and had a good outcome with a functioning device following the procedure.

Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp). A surgical procedure was performed in which the existing device was removed and a new ipp was implanted. Upon explant both cylinders outer silicone sheath appeared to be torn. It was unclear if tear was caused during removal. The patient did not experience any adverse events and had a good outcome with a functioning device following the procedure.